Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci mc 18l device could not be reviewed.

Event description:
Physician used a merci mc 18l for mechanical intervention of ischemic stroke on a 78 year old male pt. A CT scan, after insertion of the merci mc 18l, revealed a hemorrhage at distal portion of right internal carotid artery (ica). As a result, the physician decided against using a merci retriever. Physician intravenously administered percutaneous transluminal angioplasty activator (pta) as a medical intervention. Pt had a thrombolysis in cerebral infarction (tici) score of 1 after treatment. A 3.9 mg of tissue plasminogen activator (t-pa) was also intravenously administered to the pt during procedure. Pt expired 6 days post procedure. Physician believes that the cause of the hemorrhage is attributed to either mc 18l or the micro guidewire simultaneously used, however it could not be specified. Physician also stated that the pt's outcome is related to an excessive cerebral infarction and not related to the hemorrhage.